Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was 194 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlocked lcd keypad connector. The insulin pump had operating currents and passed the full functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery tests. The insulin pump was monitored and observed the time incrementing properly. No frozen display noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.